Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A optometrist reported a patient with light sensitivity four weeks post (prk) photorefractive keratectomy enhancement in the right eye. The steroid drop was increased. The reported light sensitivity has cleared, drops have been stopped and the vision is good.